Event description:
Complainant alleged that the medics attempted to defibrillate (at 200 joules) a pt who was in cardiac arrest, but when the shock was delivered, an arc was observed emanating from the multi-function cable. The medics again attempted to administer the 200 joule shock, the unit would not discharge and a "poor pad contact" error message was observed. The medics were able to obtain a second device to successfully treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Event description:
At this point only dash lines were displayed on the device screen with the device in multi-function electrode mode and in all leads.